Event description:
It was reported that during a laparoscopic right-hemi colectomy procedure, during the second firing sequence with a blue reload, the firing lever on the instrument would only advance one cm and then became stuck and locked out. An incomplete staple line was detected visually. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested: the event information and worksheet indicate that the device locked out and would not fire. However, it also states that there was an incomplete staple line. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.